Manufacturer narrative:
A lot history record review was completed for lots 25124831, 25124870 and 25124951 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tips of the cautery detached and were inside of patient. The incision was lengthened by about 1&#55316;o enable visualization to make sure there were no detached parts left inside of the patient. The device is with the hospital risk management team. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tips of the cautery detached and were inside of patient. The incision was lengthened by about 1¿ to enable visualization to make sure there were no detached parts left inside of the patient. The device is with the hospital risk management team. The hospital did not report any patient effects.